Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a new patient implant, the surgeon noticed that the lead coils were "sticking together". Most notably the distal/negative coil. The surgeon had to pull/stretch the lead coil out he was able to separate the coil from itself and after implantation the device impedance within normal limits. Device history record was reviewed for the lead. The lead passed final functional and quality specifications prior to release for distribution. There were no nonconformances noted and all operations and inspection steps were stamped off indicating completion. The inspection of the final lead assembly does include a step to ¿ensure the adjacent turns of helices are not adhered together, and that the helices are not adhered to any other part of the lead. No other relevant information has been received to date.